Event description:
Customer reported having symptoms of "weakness and headaches" on (B)(6) 2011 while he was in the parking lot of a restaurant. Customer further reported that he received erratic readings of 60mg/dl, 120mg/dl, 246mg/dl and 270mg/dl within 10 minutes. The reported readings were plotted on the parkes error grid and they fell into the "c" zone, indicating the difference in values to be clinically significant. Customer self- treated with peanuts. No third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory; however, not all readings were obtained within a 10 minute timeframe.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.